Event description:
The customer was initially calling to report a problem with the buttons on the insulin pump. During the call the customer sounded incoherent and had slurred speech. The paramedics were called to the customer's home. Unable to confirm whether the customer was experiencing high or low blood glucose because the glucometer that she was using was not giving accurate readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.